Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was receiving a weak signal on their insulin pump. The customer's blood glucose level was 278 mg/dl. The customer was helped successfully with trouble shooting and the pumps signal was able to come back. No further info was provided.